Manufacturer narrative:
In-house testing was performed using multiple lots of magnesium reagent calibrated with iron/mg calibrator lots 54187m200 (in-house and customer return) and 57921m100. Biorad lyphochek control lot 15230, liquichek control lot 16370, and multiqual control lot 45560 were tested. Each lyphochek control replicate from each instrument and each assay file was within the designated ranges; however, some values were outside the mean ranges. The liquichek and multiqual controls were tested using each calibrator lot and yielded some results that were outside the 2 standard deviation limits derived from the monthly means in the biorad january 2008 report. In addition, serum pool testing using iron/mg calibrator lot 54187m200 was compared to testing with iron/mg calibrator lot 57921m100 yielding differences ranging from 14.3% to 6.3%. Reports for unassayed liquichek lot 16370 and assayed multiqual lot 45560 were compared and plotted to look for trends. Both control materials showed a downward trend. An assessment to patient impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. It was determined after completion of the in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet was incorrect with a set point for cal 2 at 3.2 meq/l instead of 3.7 meq/l. Customers that received the iron/magnesium calibrator lot 54187m200 received a product correction letter that contained the corrected value for magnesium cal 2. The product correction letter, fa24apr2008, informed the customer that an incorrect magnesium calibrator 2 value (cal 2) was provided for clinical chemistry iron/magnesium calibrator lot number 54187m200. The values provided for the magnesium cal 1 and iron cal 1 and cal 2 were correct. The customers were instructed to:1. Identify the lot number of clinical chemistry iron/magnesium calibrator currently used in their laboratory.2. If using lot number 54187m200, cross out the incorrect magnesium cal 2 value in the value sheet, commodity 30-3535/r1, june 2005. Place a copy of the letter in all calibrator kits with this lot number.3. Enter the revised magnesium cal 2 value into the analyzer system, ensuring that the value used corresponds to the units of concentration used in the particular laboratory.4. Calibrate the magnesium assay and verify the calibration with at least two levels of controls according to the established quality control requirement.the abbott architect system operations manual indicates the following under section 7 operational precautions and limitations; limitations of result interpretation: assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations.this is the final report.

Event description:
The customer stated they were having problems with magnesium calibrator. The reference values didn't match the information on the lot. When the previous reference values were used, the curve passed. The customer was sent new calibrators and the issue was resolved. No impact to patient management was reported.